Event description:
The patient had multiple multi-fenestrated defects. Two main fenestrations were being closed. The 18mm amplatzer® septal occluder (aso) was attempted in an 18mm defect but prolapsed through the defect. A 12mm aso was attempted in the second specific fenestrated but was also too small for the defects. An attempt was then made to close the defect with a 20mm aso; however, during deployment of the left disc and right disc two (2) times to get proper placement the aso embolized/ came detached from cable without intending to deploy the aso by initiating 7 counterclockwise turns. It is possible the aso became unscrewed from cable during aso /cable manipulation during procedure, but the aso came unattached without deliberately trying to deploy/detach from cable. The aso embolized into the pulmonary artery, where it was snared into the delivery sheath and removed thru a cut-down of the femoral vein.

Manufacturer narrative:
The aso was received at aga medical in its original configuration and decontaminated. The aso, including the end screw, was measured and confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. Using a test delivery system, the aso was retracted into the loader and upon deployment, the aso deployed without any deformities. During manufacturing, this device underwent a series of inspections including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.